Manufacturer narrative:
The mayfield ultra base unit was returned for evaluation: device history record (DHR) : the DHR was reviewed and no anomalies related to the reported failure was observed. Failure analysis : the investigation of the returned device showed that the reported complaint was confirmed from the evaluation. The unit received had the handle closed without the transitional being inserted which caused the handle to become misshaped. The handle was reopened to accept the new transitional. The shock cushion, finishing cap, and ¼ inch pin were worn. General maintenance and cleaning required at this time. All worn components replaced with new parts, handle reopened to accept new transitional. Root cause : complaint confirmed via inspection of the unit. The unit had been damaged due to misuse as the handle had been closed without the transitional being inserted, deforming the handle opening. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the transitional member on mayfield ultra base unit ( a2101) was stuck inside the base unit and is very difficult to insert. It is unknown if there was patient involvement however; no patient injury was reported or surgical delay has been reported